Event description:
Clinic notes were received for a vns epilepsy patient¿s office visit for an evaluation of intractable partial epilepsy in (B)(6) 2014. The notes indicate that, since her last office visit, the patient had been experiencing more frequent breakthrough seizures (approximately one every 1-2 weeks) and that the character of her events had been more variable. The notes also indicate that the patient underwent elective inpatient treatment for depression and had been feeling better with medication. Additional information was received stating that the patient underwent prophylactic generator replacement on (B)(6) 2014. Review of the available programming and diagnostic history for the device did not reveal any anomalies. Attempts for additional information have been made, but no further details have been received to date. Attempts to have the explanted generator returned for analysis are underway.

Event description:
It was reported that the explanting facility discarded the explanted device and it will not be returned for analysis.